Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, and was unable to prime due to a loose drive support disk. The insulin pump had a cracked reservoir tube, battery tube threads and missing end cap sticker.

Event description:
The customer called to report that insulin was squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.